Event description:
The user reported that while the tubing was attached to the pt's chest tube and a regulated suction device to remove a pneumothorax, the tubing separated just below the connector. The tubing separation was identified in the morning. The pneumothorax returned as a result. The pt required a new tube to be placed and was observed for one add'l day in the hosp. The pt was reported to have responded well and was discharged. No add'l harm or injury was reported.

Manufacturer narrative:
Device eval: the device is not expected to be returned for eval. The user did not provide a lot number. A lot specific review of the device history record and complaint database cannot be conducted. A f/u report will be submitted if more info becomes available.